Manufacturer narrative:
One photo was provided for evaluation. The photo does show irritation to an applied site. Unfortunately without the product/lot information or physical sample, bd is unable to verify our product caused the reported failure mode. In addition, a root cause is unable to defined at this time. No additional information was provided by torrance memorial. Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings h3 other text : see narrative below

Event description:
It was reported that the patient experienced a rash over incisions and entire abdomen.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient experienced a rash over incisions and entire abdomen.